Manufacturer narrative:
Event date: (B)(6) 2019 . Date of report: 23sep2019. The manufacturer¿s international service technician confirmed the reported issue. With a slight loose connection, the power led turned off by vibration. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. There was no patient involvement.